Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when addition reportable information becomes available. (B)(4).

Event description:
A customer reported that balanced salt solution was leaking from the cassette during a cataract procedure. The case was completed with an alternate system. There was no harm to the patient.